Event description:
A hemodialysis user facility has reported that during hemodialysis treatment, a patient complained of feeling poor and had cramping. His blood pressure was 94/60 down from 149/80 at the beginning of his treatment. The ultrafiltration was turned off on the hemodialysis machine and the patient was given 100 cc of normal saline. The patient's blood pressure improved to 116/61. The treatment was continued with the ultrafiltration back on and the patient had no complaints. When the patient's dialysis treatment was discontinued as scheduled, his blood pressure was 114/66, and the patient complained of cramping. The patient's cramping resolved without any additional intervention and patient was discharged home. The facility reported that the machine had a leak at the arterial line and that machine failed uf test. This machine was used on 3 different patients on the same day, each experiencing an issue during treatment. (The additional patient issues have been captured separately). Following the third issue the machine was pulled from service and a manufacture field service technician evaluated the machine. The technician found the dialysate return line hose was severed at the hose clamp. Hose on the machine was replaced by facility technician and machine was returned to service.

Manufacturer narrative:
(B)(4). Based on the 25 pages of medical records information it appears that on (B)(6) 2015, the hemodialysis patient experienced cramping during hemodialysis treatment. Patient was administered 100 cc of normal saline and was able to complete the treatment as scheduled without incident. The patient complained of cramping after his treatment was discontinued, which resolved without treatment. The patient's rn stated that this patient typically experiences cramping during treatment on mondays after being off hemodialysis over the weekend. The patient's cramping was relieved by turing down the ultrafiltration on the machine along with 100 cc of normal saline. Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.